Event description:
The surgeon reported that 2 corneal burns occurred. Additional information was requested on the event and patient status with no response to date.

Manufacturer narrative:
The customer did not request service for the system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.